Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, the part of the mount where it reads "guidant" separated from one om-9000s acrobat suv vacuum stabilizer. The procedure was completed using a replacement device. The detached piece was disposed. There were no pt consequences.

Manufacturer narrative:
Investigation results: from the investigation, the plunger housing cap (plastic piece with guidant logo) was separated from the om-9000 device and not returned. The complaint was confirmed for the guidant mount piece separated from the om-9000s stabilizer. A lhr review was completed for the product. There was no nonconformance which could have attributed to this failure mode.